Event description:
It was reported that the user received repeated occlusion alerts on the ilet while using a steel 6 mm contact detach infusion set; tubing was checked and cleared by filling until drops appeared, insulin therapy was resumed, and the issue later recurred and was only resolved after a full supply change, user experienced an elevated blood glucose peak of 332mg/dl with associated symptoms of thirst, fatigue, headache, and dry mouth. Outcomes included no lasting health consequences or impact. User support included troubleshooting of the infusion set and tubing, clearing and refilling the line to confirm flow, reconnection, and education after supply change was completed. Investigation of this case revealed an insulin occlusion associated with the infusion set that resolved after changing supplies, consistent with a transient delivery blockage. It was concluded, based on previously established findings for similar reports, that the cause was an infusion-set-related occlusion leading to interrupted insulin delivery.